Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoid resection, while creating anastomosis, the stapler appeared to misfire and did not completely close the anastomosis. The surgeon had to use silk suture to finish anastomosis. There was no patient injury.